Event description:
The patient underwent a labrum repair using a labralock p knotless fixation device. Reportedly, the anchor dislocated from the drill hole and became disconnected during removal. It was reported that the tip was retrieved but the rest was trapped extraarticular in the soft tissue of the shoulder and couldn't be removed. Reportedly, the surgery was completed with a new anchor and without any further problems.

Manufacturer narrative:
The device is returning for investigation. A f/u report will be provided after the device has been returned for investigation and investigation is completed.